Event description:
It was reported by the rep that the surgeon was impacting the final tibial component. On the second or third mallet strike, the plastic tibial impactor broke (cracked in half). The broken piece landed on the floor. Device will be forwarded on receipt.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted impactor confirmed the breakage along the slot that connects with the universal handle. The fractured piece was not returned for examination. The root cause is attributed to misuse through mis-alignment. The flat of the impactor exhibits gouging indicating the impactor was not properly aligned prior to impaction. No evidence was found indicating product error was a contributing factor. Based on the performed investigation, the need for corrective action was not indicated. Monitor through trend analysis. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be reopened as necessary.